Manufacturer narrative:
The impella device was received from the customer and an investigation regarding the returned device has been completed. The logs were reviewed and the issues with the automated impella controller (aic) not being able to detect the purge disc was confirmed. The purge disc flag was found to be broken (missing blue disc retainer). The root cause of the issue was a broken purge disc flag.

Event description:
The user facility reported a 67-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the automated impella controller (aic) generated purge disc not detected alarm. The console was replaced to resolve the issue. No patient harm was reported.